Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for a low blood glucose of 47 mg/dl. Prior to the hospitalization, the customer woke up in their driveway. Ems arrived on scene and treated the customer with a glucagon injection before transporting them to the hospital. During troubleshooting, the customer confirmed that their insulin pump programming was inaccurate. The customer did not believe that the insulin pump was over-delivering. The customer also reported another incident where the customer was hospitalized for a blood glucose exceeding 600 mg/dl. The customer did not recall the time or date of the hospitalization. Prior to the hospitalization, the customer was vomiting a lot. The customer was treated in the ICU for a few days before being transferred to a regular hospital room. During troubleshooting for the hyperglycemia, no insulin pump anomalies were noted.